Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with the blood glucose of above 500 mg/dl. The customer was treated with the manual injection and intravenous drip. Customer reported that insulin pump system has not been in use within 48 hours of reported high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized due to high blood glucose on unknown date with unknown blood glucose level. The insulin pump will not be returned for analysis.